Event description:
The device was used during a laparoscopic cholecystectomy. The safety shield would not retract to penetrate the tissue. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the manufacturer for evaluation.